Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis and subsequently passed away. The cause of death was sepsis and multi-system organ failure. On an unreported date, the patient was transferred to hospital for sepsis. The nurse reported that the sepsis was possibly related to an exit site infection but this was unable to be confirmed. On an unreported date, the patient discontinued dianeal and extraneal therapies when the patient was transferred to the hospital for sepsis. On an unreported date, the patient began unspecified treatment for sepsis. On an unreported date, the patient developed multi-organ failure. The cause of multi-organ failure was sepsis. One week prior to the receipt of this report, the patient died. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.